Event description:
It was reported that during a brevera procedure on (B)(6) 2023, when the customer was advancing the needle into the patient´s breast, the aperture surrounding the needle crumpled around the tip preventing the needle from being able to fully penetrate the patient´s skin. The needle was removed and a new biopsy was attempted but the crumbled tip had caused a slight amount of damage to the patient´s skin and the procedure could not be completed. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.